Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing underfilling. Vacuum in tubes not sufficient, several draws on patients where the tubes were not vacuuming the blood to full capacity. Trouble shooting: tired a couple of tubes on a patient, changed butterfly adaptor to see if was a clot¿ no that was not the problem. Other tubes needed for the blood draw worked (red and purple tops) using the same butterfly vacutainer push button blood collection set (21gx3/4x 12). Quantity in tube was not guaranteeing us a full tube, partial tube filling was collected. 2-3 weeks ago prior to receiving, vacuum good.